Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver contacted support regarding a hypoglycemia event that occurred with the patient. The caregiver heard a thud and found the patient on the bedroom floor. The patient was conscious but exhibiting unusual behaviors and resisted attempts to consume applesauce. The caregiver administered an unknown amount of glucagon due to the patient¿s movement. The caregiver attempted to check the patient¿s blood glucose with a meter but was unable to do so, and the patient subsequently vomited. Emergency medical services were called, and upon arrival, a fingerstick measurement showed a blood glucose level in the 60s mg/dl. The patient began to calm down and consumed applesauce. Ems did not administer any medication. When ems departed, the patient¿s blood glucose was 78 mg/dl, and the patient later drank sweet tea. The caregiver later reviewed data and noted the lowest cgm reading was 77 mg/dl. They suspected the cgm was reading inaccurately, as the fingerstick measurement showed a lower value. After replacing the cgm, the caregiver observed that the sensor catheter had been bent. The patient remained stable following the event, and adjustments were made to increase the daytime glucose target to help prevent future hypoglycemia. The patient¿s blood glucose levels were affected, with reported lows of approximately 77 mg/dl on cgm and around 60 mg/dl by fingerstick, lasting for about one hour. Back-up therapy was used, including applesauce, sweet tea, and glucagon. No ketone testing was performed, no recent steroid use was reported, and ems evaluated the patient without administering treatment. The caregiver provided additional assistance due to the patient¿s inability to self-treat, which may have been influenced by underlying conditions. Immediate effects included vomiting and unusual behavior. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.